Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. It was reported to abbott, the patient was contacted regarding the MRI recall. The patient asked and was advised that because the system is no longer implanted, they now do not have to be concerned about MRI mode. Patient requested technical service call back because they had their device removed years ago. According to follow up details, the system was explanted due to lack of efficacy and ipg site pain. The patient asked about returning the external devices, but then decided not to because they were packed in a box somewhere and the patient said they were elderly and had limited mobility. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-00612. It was reported that this patient had their system explanted (B)(6) 2023, ipg explanted due to discomfort at site and lead explanted due to inadequate therapy.